Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized twice in the past two years due to high blood glucose. The caller stated they customer almost experienced diabetic ketoacidosis during these incidents. The mother also stated a bent cannula was the cause of one of the hospitalization. The mother did not provide further details about the hospitalization. Customer's blood glucose was unknown at the time of the call. The mother declined to return the insulin pump for analysis.